Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on anterior assessed, as surgical damage. Gel bleed: unable to observe, as it is a medical event. Not related to the device. Additional observations: brown particles and crease fold observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side intracapsular rupture. And "perspiration of gel through the envelope. And a stage I shell were detected postoperatively". Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side intracapsular rupture and "perspiration of gel through the envelope and a stage I shell were detected postoperatively". Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "perspiration of gel through the envelope" detected postoperatively